Event description:
It was reported that during equipment testing conducted at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corrosion was found in the bearings and the motor of the device. Increased friction due to corrosion is a probable cause of the reported overheating.